Event description:
Information received by medtronic indicated that the insulin pump had cracked on bottom of battery compartment. No harm requiring medical intervention was reported. The device was returned for analysis.

Manufacturer narrative:
(B)(4). Customer returned pump for alleged cosmetic damage located at the bottom from the battery compartment side to the top of the pump and sensor not calibrating properly found on (B)(6) 2022. The pump passed the displacement test. The pump failed the self test due to appearance of pump error 63. Test p-cap locked properly into the reservoir compartment. Successfully downloaded pump history files and traces using thus software. Pump connected with test guardian link transmitter, but did not calibrated properly. Pump alarmed a pump error 63 during testing on 01/03/2023 at 09:00:44.000 or 9:00:44 am (variable #: 3). Pump was cut open to perform visual inspection and found a broken trace at pin #6 sda. Moisture damage was found on pcba 1, pcba 2, and force sensor. The following were also noted during visual inspection: scratched case, cracked case, cracked case (battery tube), cracked case-corner of belt clip rails, pillowing keypad overlay, cracked keypad overlay, stained keypad overlay, battery tube threads - cracked, corroded battery tube, missing display window/cover, and label damage. Cosmetic damage was confirmed at the bottom from the battery compartment side to the top of the pump. Pump error 63 was confirmed during testing due to a broken trace at pin #6 sda. Sensor not calibrating properly was confirmed during testing due to moisture damage on the electronic assembly. Moisture damage was confirmed found on pcba 1, pcba 2, force sensor, and battery tube. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.